Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's blood glucose was 400 mg/dl and was treated with manual injection. Assistance was requested to input the manual injection information into the insulin pump. It was advised that the customer could be disconnected and run a 10 unit manual bolus. Nothing further was reported.